Manufacturer narrative:
The crep2 reagent expiration date was not provided. The cobas integra 400 plus analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 (crep2) assay on a cobas integra 400 plus analyzer. Initial result: 156 umol/l. Repeat result: 98.1 umol/l.

Manufacturer narrative:
Correction: section b3 was updated from (B)(6) 2025. Section b7 was updated. The customer alleged discrepant crep2 results for an additional 5 patients' samples: sample 2 and sample 3 were tested on (B)(6) 2025: sample 2: initial result: 146.3 umol/l. Repeat result: 73 umol/l. Sample 3: initial result: 186.3 umol/l. Repeat result: 81.5 umol/l. Sample 4, sample 5, and sample 6 were tested on (B)(6) 2025: sample 4: initial result: 290.5 umol/l. Repeat result: 179.2 umol/l. Sample 5: initial result: 165.6 umol/l. Repeat result: 80.1 umol/l. Sample 6: initial result: 244.6 umol/l. Repeat result: 138.4 umol/l. The customer questioned the initial results for all 6 samples and repeated the samples. No questionable results were reported outside the laboratory. Calibration and qc were acceptable.

Manufacturer narrative:
Section b7 was updated. Sections d1, d2a, d2b, d4, g1 and g4 were updated. The initial results did not match the patients' previous results, prompting the repeat of the samples. No questionable results were reported outside the laboratory. The field service engineer found that the wash station was clogged. He replaced the wash station. Qc was performed, and it was acceptable. The instrument was performing within specifications. No further issues were reported after the service visit. The root cause was related to hardware (component failure).